Event description:
It was reported that during a lap colectomy procedure, there was no activation with the hand switch buttons. They used a second like device to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.